Event description:
On (B)(6) 2012, a pharmacy contacted lifescan (lfs) (B)(4) via voicemail on behalf of the patient. The pharmacy indicated that the patient came into the pharmacy alleging that a one touch verio meter was reading inaccurately high. Animas representatives were able to contact the patient to obtain additional information. The patient tests her blood glucose twice a day. She manages her diabetes with self-adjusted "mixtard 30/70" insulin. She adjusts the insulin dosages based on her food intake. The patient's usual bg level in the morning is "5.0 mmol/l." Her evening bg level ranges from "8-10 mmol/l" depending on what she eats. The patient indicated that the alleged issue started on 1:00 am on (B)(6) 2012. It is unclear what bg result, if any, was obtained at that time. Around 2:30 am that same morning, the patient reportedly developed symptoms of sweating and alleged lost consciousness. The patient claimed that she fell into a "diabetic coma." The patient's husband contact emergency medical services (ems). The patient's bg was tested by ems on a different meter and a result of "3.7 mmol/l" was reportedly obtained. The patient was treated with IV glucose. After receiving the medical treatment, the patient indicated that she woke up and her bg was tested on the subject lfs meter. The patient claimed that she obtained a bg reading of "8.8 mmol/l." The lfs meter reading was reportedly obtained within 30 minutes of the "3.7 mmol/l" ems result. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy testing. The patient did not allege any harm or injury because of the reported issue. Ems advised the patient to go to a hospital but the patient declined. The patient's last bg result prior to the event was "19.1 mmol/l" which was unusually high for her. The date and time of the "19.1 mmol/l" were not provided. It is unknown what actions the patient took in response to obtaining the "19.1mmol/l" result. The patient's test strips were in good condition. The subject meter was set to the correct unit of measurement setting during the time of concern. The patient's testing technique was noted as being correct. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that she lost consciousness and received medical treatment after the meter started to read inaccurately high.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint was returned on (B)(4) 2012 and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also returned on (B)(4) 2012 and tested by lifescan product analysis on (B)(4) 2012. The test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: 3196947.